Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding product return has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV.

Event description:
Healthcare professional reports textured to smooth exchange and left side capsular contracture, baker grade iii-IV. The device remains implanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified deformation, fold/creases, wear/abrasion and white calcification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reports textured to smooth exchange and left side capsular contracture, baker grade iii-IV. Device has been explanted.

Event description:
The device has been explanted.